Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the positioning sensor unit (psu) and the polaris spectra system control unit (scu) for the navigation system to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. The event log showed several occurrences of failed communication with the psu. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, a red x for a communication error appeared on the navigation system. The site restarted the navigation system to resolve the reported issue and complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.